Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Cracked at the pin hole. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested with a hand piece on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. During functional testing on gen04 error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. In addition, the electrical traces of the hand activation assembly were found to have corrosion. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation assembly.